Event description:
On (B)(6) 2025 , it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the suture broke when retrieving the tightrope. This was detected during an anterior and posterior fork ligament reconstruction, mensicus repair surgery on (B)(6) 2025 . The case was completed successfully by using another new ar-1588rt. There is no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt serial/batch (B)(6) was received for evaluation. Functional testing was performed by moving the suture attached to the button looking for resistance, no issues found. A visual inspection revealed that the suture system was broken, only a piece of the suture was returned. It was noted that the suture tails are frayed. The most likely cause for the reported failure is a user error. Excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully.